Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the surgery, the screw in question could not be inserted due to the blunt tip of the screw. The surgeon reported that he suspected the matter was caused due to deterioration of the article due to similar situations frequently occurring. This is for an unk screw reported as a cranial-scr plusdrive ø1.6 self-drill l3. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.